Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A loose suction hose was re-connected and savaging valve was cleaned to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.